Manufacturer narrative:
Failure analysis results: vyaire medical was able to verify the customer's reported issue is due to user fault. Blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of fet of the blower controlling hardware on the main electronics.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Logs shows the following: alarm 241-"blower temperature high" message was active from (B)(6) 2019 for 11 times. Alarm 240"blower temperature too high" was active on (B)(6) 2019, 3:21:30. Alarm 316 "blower failure" was active from (B)(6) 2019, 4:58:48. Maximum temperature of 117 deg cel is visible on logs. Screen-shots shows that the blower voltage is 8.88v and current is .82a @ 30% blower setting. Low blower voltage shows a hardware failure on main electronics.

Event description:
Customer reported blower failure and visible main electronics damage due to over heating. Failure occurred during ventilation. The customer reported there is no patient involvement associated with the event.